Event description:
Allegedly cup removal due to a suspect acetabular infection.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. (B)(6). This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-02546.